Event description:
It just came out of nowhere the pain and I've tried using over-the-counter drugs and prescription drugs to help relieve the pain but it doesn't work. There is no lab test to determine how much pain I am in.